Manufacturer narrative:
The electrode lot numbers were requested but were not provided. The field service engineer cleaned the vacuum line and the dilution cup. He replaced the sipper needle, calibrated the internal standard (is) and diluent (dil) delivery, and performed ise and quality checks. However, the issue was not resolved. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium and potassium electrode results for 4 patient samples tested on the cobas 8000 ise 1800 module. Sample 1: the initial sodium result was 122 mmol/l. The repeat sodium result was 129 mmol/l. Sample 2: the initial sodium result was 131 mmol/l. The repeat sodium result was 140 mmol/l. Sample 3: the initial potassium result was 5.48 mmol/l. The repeat potassium result was 6.04 mmol/l. Sample 4: the initial sodium result was 133 mmol/l. The repeat sodium result on ise 2 was 139 mmol/l, and on another ise, the result was 137 mmol/l.